Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that on the day the implant was placed in ada site 26 in the mouth, there was no primary stability. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 26 in the mouth, there was no primary stability. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.